Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer checked the station and found no failures. Diagnostics were run on drawer 2, with no problems detected. After a reboot, however, all drawers were not detected on the bus. The issue was identified as being related to the firewall. The firewall settings were reset to ¿off,¿ and the station was rebooted. Testing confirmed that no problems were found, and the system was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 cubie failed to open. Drawer 2 failed to stay closed, and customer tried to recover but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.